Event description:
Reportedly, the symphony pacemaker could not be interrogated due to a communication issue between the programmer and the programming header. The programming head was replaced; however, similar observations were done. The user also complained about the user interface of the programmer. A programmer software error was suspected. The symphony pacemaker remained implanted.

Manufacturer narrative:
February 25, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Method: since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the orchestra plus programmer involved in this complaint report was not received in our repair workshop laboratory for further testing. The subsidiary could not confirm that the programmer was sent to the repair workshop. Therefore, no conclusion could be drawn. However, the most probable hypotheses for the communication errors encountered on 28 apr 2009 would be: a software deadlock state of the serial port used to connect the programming head (cpr3) to the orchestra pls programmer. For unknown reason, this issue would not be solved by a programmer hibernate. In such case, a complete shutdown/reboot of the system should probably solve the issue. A programmer hardware issue on the serial port used to connect the programming head (cpr3) to the orchestra plus programmer. Further testing on the programmer would be needed to confirm. Reportedly normal operation was restored later on for unknown reason, most probably after a shutdown/reboot of the programmer. Therefore, the software deadlock issue is suspected. This was an isolated event. Since this event had no consequence for the patient, a correction for the issue is not considered as an urgent matter.